Event description:
Physician assited certified noted 3mm plastic piece missing from end of endoscopic bipolar device while harvesting vein. Surgical field and endoscopic tunnel searched and piece was not found.there was no patient injury. Esu generator and the power setting point not captured.

Event description:
Physician assited certified noted 3mm plastic piece missing from end of endoscopic bipolar device while harvesting vein. Surgical field and endoscopic tunnel searched and piece was not found.there was no patient injury. Esu generator and the power setting point not captured.